Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using pump and to call back if any malfunction code appears again.